Event description:
The customer questioned the human chorionic gonadotropin, stat (hcg) result for one patient sample as it did not match the clinical condition of the patient. The specific date of the event was unknown, but was assumed to be in the week of (B)(6) 2014. The result was 1.5 miu/ml but was expected to be around 400 miu/ml as the patient was pregnant. It was not confirmed if the erroneous result was reported outside the laboratory. There was no adverse event. The hcg reagent lot number and expiration date were requested, but were not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).